Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device not inflating cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a physician requested a revision for an ambicor penile prosthesis (app) due to the device not inflating. There were no patient symptoms or adverse events. It was unknown whether there were any specific device malfunctions causing the device not to inflate. The surgical procedure had not been scheduled yet.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis confirmed the reported allegation of inflation issues as a block was identified on the ambicor pump. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ambicor penile prosthesis (app) was thoroughly analyzed. Visual and microscopical inspection of the app identified wear at fold in the cylinder bodies; however, there were no leaks found. Functional testing of the device identified hat the pump was difficult to deflate/inflate as the fluid was not flowing from the pump. The identified blocking could affect the functionality of the device, leading to the reported inflation issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a physician requested a revision for an ambicor penile prosthesis (app) due to the device not inflating. There were no patient symptoms or adverse events. It was unknown whether there were any specific device malfunctions causing the device not to inflate. A surgical procedure was performed in which the device was explanted. The patient was in good condition following the intervention.

Event description:
It was reported that a physician requested a revision for an ambicor penile prosthesis (app) due to the device not inflating. There were no patient symptoms or adverse events. It was unknown whether there were any specific device malfunctions causing the device not to inflate. The surgical procedure had not been scheduled yet.